Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. Pre-repair temperature testing found that after running the handpiece for 1 minute the rear of the handpiece was 29.4 degrees celsius, the middle of the handpiece was 32.8 degrees celsius, and the nose of the handpiece was 49.3 degrees celsius. The pre-repair evaluation of the handpiece also found the handpiece was noisy. If information is provided in the future, a supplemental report will be issued.

Event description:
The sales rep reported the handpiece overheated during drilling. The case was completed with the handpiece as the handpiece "sometimes cooled". There were no injuries reported as a result of this event.

Manufacturer narrative:
The device has been evaluated. The evaluation found the internal components were corroded such as the nose, collet (collar), and bearings. The evaluation referred to the corrosion as "dirt and rust". If information is provided in the future, a supplemental report will be issued.